Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after 14 years in situ. Material analysis could not be done as there was no product provided for evaluation.

Event description:
Implant fracture.

Event description:
Implant fracture.